Event description:
The customer reported that he had to go to the emergency room because he received a staph infection from a pod worn on his left arm. The site was drained and he received fluids for treatment. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for the customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.